Event description:
Foley was inserted without difficulty but no urine was returned. Balloon was not inflated. Tried flushing foley catheter with sterile syringe and fluid but catheter was not flushable. Removed catheter from patient and attempted to flush catheter outside of patient. Catheter was plugged.